Event description:
It was reported that the patient presented for a scheduled generator change out. Prior to the procedure, a fluoroscopy was performed, and it was discovered that the right ventricular lead was fractured and had externalized conductors. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.